Event description:
It was reported that the patient had chronic small r-waves and the right ventricular lead was oversensing the t-wave. The patient received inappropriate shocks. The pace/sense portion of the lead was capped and replaced. The high voltage portion of the lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.